Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/reporter contacted lifescan (lfs) to report the one touch ultra 2 meter and test strips would not draw in the blood sample. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. For two weeks, the patient noted the reported test strips would not draw in the blood sample, and there was a delay in obtaining a blood glucose reading. On an unspecified date, the patient reportedly experienced the symptom of sweating 20 minutes following the use of the meter in which the blood sample was not drawn into the test strip. The patient did not receive any medical attention or treatment. The patient takes insulin on a sliding scale and tests her blood glucose level three times per day. During the troubleshooting telephone call, it was determined the patient's testing technique was correct. The meter, test strips and control solution were replaced. The insulin-dependent patient allegedly experienced symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level, due to the reported meter/test strip issue. Therefore, this complaint is being reported.